Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Eval code-conclusion updated.

Manufacturer narrative:
Eval code-conclusion updated.

Event description:
Information was received from a health care provider regarding a patient in (B)(6) who received dilaudid 2000 mueg/ml at a dose of 2264.4 mueg/ml via an implantable pump. The patient's concomitant medications and medical history were not obtainable. The implant date was not reported. It was reported that during normal use a pump alarm occurred. Diagnostic testing/troubleshooting included the system log file. This indicated that the pump had stalled on (B)(6) 2016 at 14:19, recovered on (B)(6) 2016 at 07:48 and stall again that same day at 12:06 with no indication of recovery. Patient symptoms were not reported at this time. As reported, there were no home or special environment factors that may have contributed to or led to the event. Interventions taken was pump programming and a planned surgical intervention scheduled for (B)(6) 2016. At the time of the event, the issue was not resolved and the patient's status was alive-no injury. The pump status was implanted but out-of-service.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.